Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the device power consumption is increasing in a gradual fashion. Technical services (ts) consultant recommended replacement. Ts also discussed device beeping. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the device power consumption is increasing in a gradual fashion. Technical services (ts) consultant recommended replacement. Ts also discussed device beeping. This s-ICD remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced with a new sicd. No additional adverse patient effects were reported.